Event description:
Reporter alleged the patient received the results of 579 mg/dl and 253 mg/dl back to back within 10 minutes on the inform system. Reporter stated that the patient received unspecified treatment based on the lab result of 20 mg/dl drawn 27 minutes prior to the results but reported after they were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.